Event description:
It was reported that the patient presented in clinic for routine follow-up. An interrogation of the device revealed loss of capture and failure to sense exhibited by the right atrial lead. The patient was scheduled for a lead revision, where a chest x-ray showed that the lead had dislodged. The lead was capped and replaced on 7 mar 2023. The patient was discharged.